Manufacturer narrative:
Concomitant medical products: 4298-88 lead, implanted: (B)(6) 2014; dtmb1q1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) due to an audible alert. The right ventricular (rv) lead had triggered an alert for high out of range impedance on the superior vena cava (svc) coil. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.